Event description:
It was reported that the pulse generator would not transmit over (B)(6). The device functioned normally during interrogation. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.